Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and was wearing the cartridge tubing facing up. Tandem clinical support educated the customer to always use room temperature insulin and that the mobi cartridge is to be worn facing down when in use. The customer changed the infusion set and cartridge and resumed insulin. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence.